Manufacturer narrative:
The device was not returned for evaluation. The lot number and product number is unknown therefore the device history record and labeling could not be reviewed. Although the product family is unknown, the ifus were found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that after the catheter was removed, the patient allegedly experienced the following symptoms: incontinence, radiating pain, urinary retention, urinary tract infection, lupus, vaginal shortening, anemia, neuropathy and has been having diarrhea continuously for the past 18 months. Clinical note: even though the event description refers to a "catheter", the experienced symptoms are subject to a women's health product. A transvaginal mesh is listed under the device type on the medwatch.